Manufacturer narrative:
Concomitant medical prdouct: model: ddbb1d1, ICD; implanted: (B)(6) 2015.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), system was extracted in order to treat the patient' s systemic infection / bacteremia. The device and leads will be replaced at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.